Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod. When the pod was removed from the infusion site (leg), the pod's cannula was found to be kinked. No treatment was reported.

Manufacturer narrative:
The pod arrived fully deployed. A bend was observed in the exposed portion of the soft cannula. The timing and cause of the damage is unknown. No abnormalities were found in the pod data. The fluid path was tested and no leaks were observed.